Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, a monopolar curved scissors had a chip in the blade. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the instrument's pre-use inspection, before clinical use. No instrument fragment was observed to have fallen off, and no fragments were found in the surrounding area at the time of inspection. Because the device was not used on a patient, no fragment entered patient anatomy, and no retrieval procedures, imaging, or additional surgery were required.